Manufacturer narrative:
Device used for treatment, not diagnosis additional product code for this report includes: gey. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the instruments were received with no visual damage detected. Nominal value 0.8nm, measured value 0.8nm, tolerance 0.6-0.8nm both torque limiters are in a used condition but fully in working order. We could not find any connection between the complained torque limiter and the sent metal debris. Product was sent back to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation procedure, metal debris came out of the screw hole as the surgeon was tightening the screw with the torque limiter. The surgeon retrieved the metal debris from the patient, but not sure if all could be retrieved. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).